Manufacturer narrative:
As reported, after entering the body with the 6mm 2cm powerflex pro percutaneous transluminal angioplasty (pta) balloon, the balloon could not be inflated during use. After removal, it was found that the balloon was leaking. There was no reported injury to the patient. The operator was trained. This occurred during a balloon angioplasty procedure. The product was properly stored and prepped according to the instructions for use (IFU). There were no difficulties reported while removing the product from the hoop, balloon cover, or packaging components. No kinks or damage were observed prior to use. The device maintained negative pressure during preparation. The target vessel exhibited moderate calcification, mild tortuosity, and approximately 60% stenosis. The device was not used for a chronic total occlusion (cto). There were no issues during insertion, advancement, or lesion crossing, and the catheter was not in an acute bend or kinked during use. A 50:50 contrast-to-saline ratio was used. The device was returned for evaluation. A non-sterile ¿powerflexpro 6mm2cm 135¿ catheter was received for analysis, coiled inside a clear plastic bag. The device was unpacked and prepared for evaluation. Visual inspection revealed a rupture on the balloon. The balloon was returned in a deflated condition, and no other abnormalities were noted. A functional test was conducted by attaching an inflator/deflator device to the inflation port. During balloon inflation testing, positive pressure was applied in an attempt to reach the rated burst pressure. However, inflation pressure could not be maintained due to a leak at the balloon. Examination under a vision system confirmed a rupture at the site of water leakage. The balloon surface showed evidence of a rupture with secondary scratch marks located near the damaged border area. This type of damage is typically associated with contact between the balloon material and a sharp object or other mechanical interference. It is likely that the same factors responsible for the observed surface scratch marks also contributed to the rupture. The evidence suggests that the material near the damaged region was compromised by external contact with a sharp object. The reported "balloon leakage during positive pressure" catheter was observed during analysis of the returned device. Based on the information provided, the leakage was attributed to a rupture on the balloon surface, accompanied by secondary scratch marks near the damaged area. These findings indicate that the balloon material likely experienced mechanical compromise due to contact with a sharp or abrasive surface, resulting in localized weakening and subsequent failure under positive pressure during inflation. The absence of handling issues, appropriate device preparation per the IFU, and proper procedural technique suggest that the damage occurred as a result of external mechanical interaction rather than a manufacturing defect. Contributing procedural and anatomical factors may include the presence of moderate vascular calcification, mild vessel tortuosity, and approximately 60% stenosis at the treatment site, all of which could have increased localized mechanical stress on the balloon surface during inflation, predisposing it to rupture within the calcified vascular environment. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ the information available and the results of the product evaluation do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive actions are warranted at this time.

Event description:
As reported, after entering the body with the 6mm 2cm powerflex pro percutaneous transluminal angioplasty (pta) balloon, the balloon could not be inflated during use. After removal, it was found that the balloon was leaking. There was no reported injury to the patient. The operator was trained. This occurred during a balloon angioplasty procedure. The product was properly stored and prepped according to the instructions for use (IFU). There were no difficulties reported while removing the product from the hoop, balloon cover, or packaging components. No kinks or damage were observed prior to use. The device maintained negative pressure during preparation. The target vessel exhibited moderate calcification, mild tortuosity, and approximately 60% stenosis. The device was not used for a chronic total occlusion (cto). There were no issues during insertion, advancement, or lesion crossing, and the catheter was not in an acute bend or kinked during use. A 50:50 contrast-to-saline ratio was used. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after entering the body with the 6mm 2cm powerflex pro percutaneous transluminal angioplasty (pta) balloon, the balloon could not be inflated during use. After removal, it was found that the balloon was leaking. There was no reported injury to the patient. The operator was trained. This occurred during a balloon angioplasty procedure. The product was properly stored and prepped according to the instructions for use (IFU). There were no difficulties reported while removing the product from the hoop, balloon cover, or packaging components. No kinks or damage were observed prior to use. The device maintained negative pressure during preparation. The target vessel exhibited moderate calcification, mild tortuosity, and approximately 60% stenosis. The device was not used for a chronic total occlusion (cto). There were no issues during insertion, advancement, or lesion crossing, and the catheter was not in an acute bend or kinked during use. A 50:50 contrast-to-saline ratio was used. The device will be returned for evaluation.